Event description:
A baxter sales representative (bsr) notified baxter corporate product surveillance (cps) of a one-link needlefree ivconnector in which the cardiac unit had reported that the user was unable to disconnect the one-link device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not available for evaluation, the customer reported condition could not be confirmed. Additionally, no assignable root cause could be determined. A labeling review was performed and found to be sufficient. A batch review could not be performed as the lot number was unknown.